Event description:
Report received from abbott international affiliate (abbott canada) that states: "the pca pump was used to administer morphine to the patient at the time of the incident. On march 22, 1999 at 1:52am the patient received the last dose of morphine (3 mg) and then fell asleep. A few hours later the patient went into respiratory arrest. The patient has since recovered. The patient was also given a slow release tablet of morphine the same day, and the nurse thinks that it may have been the combination of the oral slow-release tablet and the IV administration of morphine that led to patient to respiratory arrest. Due to the severity of the incident, a repair technician was called to the hospital immediately to thoroughly test the pump. No problems were found with the pump. The pump was found to be working within the manufacturer's specifications." No additional information, including patient information, was available.